Event description:
After firing the ppceea, the surgeon couldn't remove the instrument. He turned the handle 2 times and the anvil remained in place. After 2 more turn the anvil disengaged. He had to cut the tissue off and did a new anastomoses. Procedure: sigmoid resection.